Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/29/2019. Additional h3 investigation summary: it was received for analysis an empty labeled winding former a detached needle and a suture of product code sxpp1a401. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6) 2019 and the suture was used. It was reported that the suture was detached from the needle during interrupted suturing. It was a control release needle. There were no patient consequences reported.